Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was due to a pending system reboot due to uninstalled updates. A technical support specialist attempted a remote connection, identified the error related to the remote access server, successfully applied knowledge article beyond trust v24 and rss troubleshooting to enable tls 1.2 only and reset ecc curves via group policy object, requested the customer to reboot the device, verified that the application was up and running after reboot, checked the station database size, and confirmed no further issues before closing the case. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had repeatedly displayed popup the desktop screen. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.